Event description:
Event description guidant received information that this patient's endotak dsp lead was removed from service due to abnormal elevation of parameters, the lead impedance was > 2000 ohms. The physician elected to remove the patient's implantable cardioverter defibrillator at the same procedure. A new pectoral implant was performed, implanting a new (ICD) and new endurance lead without issue.